Event description:
The customer reported the device had an "error detected during preventive maintenance". There was no patient involvement as this was found during preventive maintenance.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.